Event description:
The cvac scope was working. During the case the scope stopped working, the screen went dark and could not continue procedure. Attempted to brighten the screen, reset the box, and turned off the scope and turned it back on and still would not work. Since it is a disposable item, we got a new cvac scope and it was working fine. The rep was not in for this case. No harm to patient.